Event description:
Patient experienced a burning sensation when leads of an eeg machine were plugged in. The procedure was stopped and the incident investigated.the equipment was tested by biomedical engineers and found to be defective. Equipment was then returned to manufacturer for additional testing.